Event description:
It was reported that during implant, the physician was unable to insert a quartet lv lead into the device header. The device was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of being unable to fully insert the quartet lv lead into the header was reproduced in the laboratory and was caused by the lv is-4 set screw partially protruding into the connector bore. Once the set screw was backed out, the test lead inserted normally and secured tightly. The lead bore dimensions measured to be within product specifications.